Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 70-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient experienced a retroperitoneal bleed during impella cp support. Heparin paused to assist with managing the condition. Support remained ongoing with the implanted pump.

Manufacturer narrative:
The investigation for the reported retroperitoneal (rp) bleed has been completed. No product was returned for evaluation. Based on clinical details, patient did have calcified arteries and clinical team did have some difficulty inserting the pump but was able to have successful insertion after switching to the 25cm x 14fr introducer sheath. It was noted by the rep that "the rp bleed is from the impella cp stick from the outside hospital that originally placed the device", however, the bleed occurred 6 days after insertion and it was not specified when the patient was transferred to another hospital. The retroperitoneal bleed was resolved with pausing of heparin. The root cause of the retroperitoneal bleed cannot be determined as there is insufficient clinical details. D4-updated model number, h6 clinical code updated to 4476.